Manufacturer narrative:
MFR's report date: 04/27/2011. (B)(4). The set has been rec'd but the investigation is not complete. A f/u report will be submitted once the eval has been completed.

Event description:
Customer reported leaking set and was unsure when the leak occurred. Customer stated that the leak was possibly from the female luer area but not sure; the user marked the leaking area with tape. A note, the rptr rec'd with the set stated it was not caused by a connection issue as the leak appeared to be from the set itself and not the connection. She does not have any clinical contact info and did not receive any report of pt harm or medical intervention. Customer stated that no further pt or event info is available.